Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead was oversensing noise. The rv lead was capped and replaced on (B)(6) 2023. The patient was discharged following the procedure.